Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: there was a call service (064) alarm observed in the black box and alarm history with high force due to an occlusion. A rewind, load, prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, the battery compartment was cracked below and the battery cap had stripped threads and was unable to be tightened to the pump.